Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including an introducer needle for evaluation. Visual examination revealed the introducer needle contained one large crack in the hub. The returned introducer needle was attached to the returned ars and flushed. The needle leaked a significant amount from the hub when flushed. A device history record review was performed with no relevant findings. The customer report of a cracked needle hub was confirmed by complaint investigation of the returned sample. The returned needle hub contained one large crack. A device history record review was performed, and no relevant findings were identified. Based on the sample received, design caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The chief physician stated that during puncture of the vena there was an impression as if the pneumothorax was punctured. Then it was noted that the needle hub was defective/cracked.

Manufacturer narrative:
Qn#: (B)(4). Product (catalog#: de-15854-ug) not sold in the us. Similar product/component sold in the us.

Event description:
The chief physician stated that during puncture of the vena there was an impression as if the pneumothorax was punctured. Then it was noted that the needle hub was defective/cracked.